Manufacturer narrative:
(B)(4): product evaluation: analysis found that the black plastic part is burnt at the connection. The device failed electrical tests. The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). It may come from a defect of cleaning or of drying of the instrument.

Event description:
It was reported that the device was returned with a request for repair. Analysis found that the black plastic part is burnt at the connection. There was no reported patient impact.